Event description:
It was reported that this right ventricular (rv) lead was unable to be implanted due to helix issues when trying to extend and retract the screw. The lead also presented impedance high out of range. The impedance increase was suspected to be caused by a dislodgement that occurred due to the tortuous anatomy presented. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this right ventricular (rv) lead was unable to be implanted due to helix issues when trying to extend and retract the screw. The lead also presented impedance high out of range. The impedance increase was suspected to be caused by a dislodgement that occurred due to the tortuous anatomy presented. Device has been recieved for analysis. No additional adverse patient effects were reported.